Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut. The gear and collars were replaced; however, the cutter will need to be replaced by the customer to be completely repaired. Review of the previous repair record determined the cutter failed the test cut with an incomplete cut and was returned as it. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review (reference (B)(4) and (B)(4) in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse event was reported as a result of this malfunction.